Event description:
While attempting to defibrillate the pt during a code in the dialysis unit, the right (apex) paddle would not remove from the machine. Numerous vigorous attempts were made unsuccessfully to remove paddle to no avail.